Manufacturer narrative:
(B)(4). Brand name: the reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis event was manifested by feeling ¿sick¿. On an unreported date the patient was treated with unspecified antibiotics for the event and ¿they were able to get it under control¿. The cause of the peritonitis was unknown. On an unreported date, dianeal pd4 ambuflex therapy was withdrawn and dianeal pd4 ultrabag therapy was ongoing. The patient was discharged three days after admission. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 3 of 4 involved in this event.